Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1. Character limit is exceeded: (B)(6).

Event description:
It was reported that bd insyte autoguard winged leaked near the hub connection. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report blood and fluid leakage found near the catheter and hub connection during use.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. Eight photographs and forty-five 24ga insyte autoguard winged units from lot #3102363 were provided for investigation. All but one of the physical samples were received in sealed unit packages. A functional test of the sealed units revealed no damage or defects. The sample that was received in an open package leaked from the catheter tubing near the nose of the adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.